Manufacturer narrative:
Complaint of error message was confirmed. Mdu failed for blade stall error and overheating. Cause of errors and overheating is a shorted out motor. Motor has locked up and shorted out. Motor is over 4 and a half years old. The complaint investigation has concluded that this unit has succumbed to expected wear and tear.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the powermax elite mdu hand control presented an error message. The surgery was successfully completed with a stryker device. There was a reported 5 minute delay with no patient impact.